Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 108 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the reservoir of the insulin pump was occluded. No additional information was provided.